Manufacturer narrative:
Corrected to malfunction as there was no indication surgical intervention was required. Lead was replaced intra-operatively. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lead (lot no. Va1khbr) found the lead body outer insulation damaged at the depth stop site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the they went through troubleshooting intra-operatively with the surgeon and after close examination of the lead, it was determined by the hcp that there was some "out of the box issue." The rep reported that impedances were checked after they were unable to obtain side effects at voltages over 4v 60 and 180. Impedances were checked at 0.7, 1.5, and 3.0 and each returned the same results, being all electrode pairs impedances were in the 30's. The rep reported that the ends of the leads were dried off, checked for physical damage that they confirmed that the testing cable connection was correct. The rep reported that ultimately, the lead was replaced with a new one and impedances were regular at 0.7v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1khbr, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that there was low lead impedances found during intra-operative procedure. Connections were checked as well as fluid and other considerations that would affect impedances. Surgical intervention was reported to occur and the lead was replaced with a new one and the issue was reported to be resolved. Surgical intervention was reported to occur. Impedance checks were completed once lead was placed. 0, 1, 2, and 3 were all low and reported to be in the 30's. No further complications were reported or anticipated with this event.